Event description:
The customer reported that the system locked-up, causing the image data to be mixed up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer declined to have the system repaired.